Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted. Additional information indicates that the patient remains hospitalized due to bacterial endocarditis.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates the patient remains hospitalized due to bacterial endocarditis.